Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system exited the application software without prompt from the user. The issue occurred while in a fluoromerge procedure. It was noted that the user attempted to use a digital c-arm and manual acquisition and prompting the action repeatedly while transitioning between acquire ap and acquire lat tasks in the application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.